Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 68 mg/dl, and she has treated with manual injections. Troubleshooting was performed. The customer stated that the reservoir has the same amount of insulin that the status screen shows. The customer stated that the insulin pump was exposed to an MRI. The customer stated that the insulin pump failed the battery test twice. The customer also reported having a seizure related to diabetes. Reviewed the programming and found that the bolus and basal were not matching to the daily total. It was stated that there was a discrepancy of 0.75 units. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.